Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connector. The programmer was returned for service. The programmer was placed into storage due to a lack of available parts. The programmer has now been taken out of storage in order to have it repaired and placed back into circulation. No patient complications have been reported as a result of this event.